Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that a bystander received a small cut and sliver after contacting a damaged area of the couch. The bystander reported to the emergency room (ER); however, the extent of the injury and/or medical intervention was not disclosed by the hospital. A philips field service engineer (fse) confirmed the couch was previously damaged by objects dropped on the corner of the couch. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that a bystander received a small cut and sliver after contacting a damaged area of the couch. The philips field service engineer (fse) went to the site to evaluate the system and investigate the event. The fse confirmed that the patient¿s mother grabbed her cell phone off the rear of the couch pallet and swiped her finger over a damaged area of the couch. She received a sliver and a small cut. She went to emergency room for treatment but the extent of the injuries were not disclosed by the hospital. The fse confirmed the couch was previously damaged by objects dropped on the corner of the couch. The fse repaired the couch. The cause of this injury was use error. The instructions for use (IFU) state that if any part of the equipment or system is know (or suspected) to be operating improperly, do not use the system until a repair has been made. The table became damaged after objects were dropped on the end of the pallet. The system remained in clinical use while damaged. The fse also confirmed that the system was removed from service on 10-dec-2018 for a replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.